Event description:
Patient was having a mastectomy done. While doctor was suturing wound closed he noticed something "shiny". After retrieving the tiny object it was determined that it was the tip of a needle that had been used during the procedure. Scrub nurse matched it to the needle. The tip the came off was extremely small.